Event description:
Report received of a tubing leak. At an unspecified time during a chemotherapy administration it was noted that there was "a leak at the cartridge at the blue foil" of the intravenous tubing. It is unk what medical interventions were required. Multiple unsuccessful attempts have been made to obtain add'l info.